Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received no delivery alarm. The customer's blood glucose level at the time of incident was 404mg/dl. The customer states they treated with the pump and conducted set change. The customer states the device has not alarmed since the set change. The customer was advised to monitor the device and call back if issues persist.